Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Reprogramming was completed and no twos was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194-78 lead implanted (B)(6) 2009; dtba1d1 ICD implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead continued to exhibit t-wave oversensing (twos) and programming options were not successful in resolving it. A new pace/sense lead was implanted and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.